Event description:
The customer reported that the system would not boot up. There was no patient injury or death reported.

Manufacturer narrative:
No conclusion can be drawn as repair information is available. However, no report of patient or staff injury was reported.